Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of pain and restenosis are listed in the supera instructions for use, as known patient effects associated with the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was reported: the supera stent was implanted in the distal third of the moderately calcified, totally occluded superficial femoral artery. Trophic lesion is described as an ulcer. The patient was treated with angioplasty to place the additional supera stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient received a supera self expanding stent in (B)(6) 2018. The patient experienced restenosis around (B)(6) 2019. The patient was experiencing pain while resting and trophic lesion. An angiography was done to confirm restenosis and another procedure was performed to place another supera self expanding stent. The patient had immediate improvement after the procedure. No additional information was provided.